Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge mr balloon catheter. The balloon was tightly folded, and there was blood in the wire lumen (shaft). Analysis of the tip, inner/outer shaft, port weld/exit notch and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube, the device tip was missing/separated with the area damaged, and inner shaft damage (stretched and buckling). Inspection of the rest of the device found no other damage or defects. The wire used in the procedure was not returned for analysis, so a test wire was used for device to device testing. The wire could not be loaded into the distal tip area due to the damaged/separated material. The wire was then loaded into the port weld/exit notch and was able to be advanced in the wire lumen/shaft for a length of 20 cm and then stopped. The wire stopped advancing at the observed area of shaft stretching/buckling.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that difficulty to load wire and obstruction within device were encountered. The 70% stenosed target lesion was located in a calcified vessel. A 3.50mm x 20mm nc emerge balloon catheter was selected for use but there seemed to be something blocking the lumen on the tip of the balloon and was unable to put the balloon onto the wire at all. The device was never entered into the patient's body. However, device analysis revealed a tip detachment/separated.